Event description:
Reporter alleges pt complained of severe abdominal pain and vomiting while undergoing dialysis on 7/28/97. Specific details of dialysis were requested today and to be submitted. Pt was seen in the e.r. Of the county hospital after dialysis and later transferred to medical center, diagnosis pancreatitis. Diagnosis of hemolysis made on friday, 8/1/97, after another similar pt incident occurred. On 8/1/97, it was recalled that the arterial line was found to be kinked at dialyzer connector (1" from dialyzer) and corrected; this was prior to pt symptoms. Actual sample discarded on day of event. 8/12/97 received product complaint from chief tech, reporting increased kinking of the arterial line at the connection to the kidney. Noted lot number product removed from facility use by facility; currently using lot# r7e070 without complaint. 8/29/97 pt stable and has returned to out-patient dialysis.

Manufacturer narrative:
10/20/97, sample analysis: two companion samples were received for evaluation: the actual sample was discarded. Visual inspection for any mfg defects was performed. One sample produced a partial kink or dent that was found on the mainline tubing at approximately eight inches post drip chamber. The dent found on the companion sample was tested according to fmc procedures, to determine its seriousness. The dent was measured and did not meet the criteria of a class I kink, which is considered a minor defect. The second sample was unremarkable. Based on the companion sample evaluation and the record review, this complaint is not confirmed. Without the actual sample for evaluation, co can not conclude that the mfg or assembly processes caused or contributed to this pt incident. Co will continue to monitor this info in trending.